Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
A screw on the driveshaft was found to be worn, causing the clearance to be out of specs, which was identified as the probable cause of the reported overheating.